Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The information included was inadvertently left out of the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the device had a broken fiber. The user performed a ¿pre-use check¿ on the device. There were no incident reports within the hospital regarding events such as ¿dropping of coating fragments¿. Upon inspection and testing of the customer returned device, the repair center found the coating of the insertion tube was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, the image guide bundle has excessive broken fibers (black dots) on the image. The image is blurry. Additionally, the flexible insertion tube is severely crushed below the boot cover and the channel cleaning brush cannot be inserted due to a collapsed instrument channel. The angulation control knobs have an abnormal sound when manipulating. The bending section cover is loose/wrinkled. A portion of the adhesive from the bending section cover is missing. There is an air/water leak from the air vent under the control body grip. Scratches are found on the following: control body, eyepiece, bottom of the vent under the grip, on the angulation cover, the grip, the angulation lever, up/down lever plate and on the fixed ring. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Reason for issue: when the defect detected in the estimate inspection was evaluated by rsa, it fell under pae. The date that olympus found an unclaimed pae in equipment inspection/evaluation [become aware date] is (B)(6) 2022 13:51. Therefore, the aware date and notification date are different. Corresponding defect: the coating of the ig serpentine is peeling off. (1mm2 or more) applicable ufc: ssb2331a pae judgment result: investigation of pae applicable facility: unnecessary reason for judgment: we have obtained the following information from the information source. 1) was there a death, injury including infection in patients or health care professional?:no occurrence 2) has this malfunction impacted patient or health care professonal other than health injury?:no occurrence : broken fiber part, cut: not applicable [ssi4101] whether the defect pointed out by the user is reproduced: [reproduced] ufc of the defect detected in the repair estimate inspection: refer to [localsystemasanalyzed/finaluniversalcode] person in charge: (B)(6).